Manufacturer narrative:
B3: estimated as this event was noted to have been presented on in (B)(6) 2022. Literature citation: crista e. Horton, md, et al. (2023) endovascular retrieval of left atrial appendage closure device embolized to the aorta. Journal of vascular surgery cases, innovations and techniques. Volume 9 number 3. Https://doi org/l0.1016/jjvscit.2023.101222.

Event description:
It was reported via journal article that embolization occurred. A left atrial appendage closure procedure was being performed. A 27mm watchman flx closure device was implanted. Six hours post-procedure the patient developed back pain, bilateral lower extremity (ble) pain with loss of function and abdominal pain. Upon examination femoral and dorsal pedis pulses bilaterally were absent upon palpation. Abdominal computed tomography angiogram showed the closure device had embolized to the infrarenal aorta causing total occlusion of blood flow. The patient was transferred to the operating room where the vascular surgeon performed cutdown of the right common femoral artery (cfa) to retrieve the closure device and protect the superficial femoral and profunda femoral arteries from distal embolization. To prevent embolization of the closure device from the aorta to the left lower extremities, the left cfa was cannulated with a 5f sheath with insertion of an over-the-wire embolectomy catheter with a balloon to occlude the common iliac artery proximally. The exposed right cfa was cannulated and a large 24f sheath was placed into the artery. A guidewire was passed carefully into the aorta, another embolectomy catheter was guided carefully beyond the device and a balloon was deployed. The closure device was retrieved under fluoroscopic guidance and removed in its entirety with the sheath. The closure device was encapsulated in mural thrombus with no evidence of intima present. Angiography was performed, confirming patency of the ble. The cfa was repaired. Following the procedure, the patient underwent 2-dimensional echocardiography with color flow doppler interrogation which demonstrated mildly dilated left and right atria and continued atrial fibrillation. Ble duplex ultrasound demonstrated no groin hematomas or pseudoaneurysms, with no evidence of arteriovenous fistulas. The patient's home oral anticoagulation regimen was restarted. The patient was sent to the intensive care unit overnight and discharged the next day.